Event description:
It was reported that the patient was hit in the pump pocket area by a shopping cart three days ago. Since that time, "the pump is out of the pocket area and is sagging". The patient reported that she can play with the pump. It was also reported that the pump is upside down and cannot be refilled. The patient was experiencing dry heaves, twitching and an electrical shooting sensation. The patient reported that it was ruining her life and making her very sick. The pump has been filled with saline for over a year. The report indicated that the patient missed a scheduled explant in september due to other health issues. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.